Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8015 error code 600.6835. Technical support: needed network configuration: 1. Customer is a research facility and does not have a server to communicate with and does not have alaris systems maintenance. 2. Informed the customer of why they are getting this error and instructed them to press confirm to move on with their research. 3. Customer understands how best to proceed. 4. Customer request pricing, and information on how to proceed with a transfer of ownership for another unit. 5. Emailed requested information. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device received channel error code 600.6835. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received channel error code 600.6835. There was no patient involvement.